Manufacturer narrative:
A ge service representative performed an onsite investigation. The power board voltage was regulated, the generator checked and the connectors were cleaned. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the monitor of the system was often completely black. No patient injury was reported.